Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18, that has a similar product distributed in the us, list number 01l82.

Event description:
The customer reports the following architect anti-hbs assay results from a (B)(6) female nurse: (B)(6). This patient was also tested for anti-hbc with a negative result of (B)(6). The customer is questioning the (B)(6) 2017 result as a false reactive/protected result. There is no impact to patient management reported.

Manufacturer narrative:
The ticket searches determined that there is no unusual activity for reagent lot 70070fn00 and the complaint trending report review determined that there are no non statistical or adverse trends for the issue under evaluation. No patient sample was available for return; therefore, clinical specificity testing of negative control replicates was performed using an in-house retained kit of reagent lot 70070fn00. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. The architect anti-hbs assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.